Event description:
While the unit was in use on a pt, the unit did not display ECG or blood pressure waveforms. The pt was switched to another unit and therapy was continued. No pt injury was reported.